Event description:
The patient's lead was replaced due to high impedance. . Upon exploration of pocket, it was noted that the lead was coiled into a ball. After release of coil, high lead impedance remained. The explanted lead has not been received for analysis to date. No further relevant information has been received to date.